Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reappear. The caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.